Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection found no defects. The functional evaluation found that the vacuum pump was defective, the device failed both the leak and blockage test, the battery was also reported as being defective. This established a relationship between the reported event and the device. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history have been reviewed with similar instances found in the last three years. These instances are being monitored to determine if additional actions are required. The root cause was determined to be a mechanical component failure and battery failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the pump was alarming and turning off after being turned on. A backup was not available. No more info was provided.